Manufacturer narrative:
The reported events of high pacing lead impedance and high capture threshold were not confirmed. As received, a complete lead was returned. Visual inspection and electrical testing were normal, however, x-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. In addition, shorting was found between conductors due to the inner coil being over-torqued at the connector region. The damage noted to the returned lead was consistent with occurring at the time of procedural..

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead exhibited high pacing impedance and high capture threshold measurements. The lead was not used, and a new lead was implanted. The patient was in stable condition.